Event description:
The hcp reported the pt presented in 2003 with signs of baclofen overdose. The pt had been on baclofen at 4000mcg/ml. The pump was explanted and replaced and returned to the MFR for analysis with the comment "suspected pump overinfusion." A follow up report will be sent when additional info is received.